Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The stm that discovered the issue replaced the coiled cord cable. The stm then performed functional and safety checks. All calibration, function and safety tests were passed per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge designee who has different contact details from that of the event site; his contact information is as follows: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) by a getinge service territory manager (stm) on the cardiosave intra-aortic balloon pump (iabp), fault codes #111 and #112 were observed in the diagnostic logs. Additionally, the stm found that the connector of the coiled cable would cause a shutdown if the iabp was pulled from the cart and if the connector was vibrated by rolling it around and hitting a bump. No patient involvement or adverse event was reported.